Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor which was detected during seating or regular delivery. Customer's blood glucose value was 134 mg/dl. Customer was assisted with clearing the alarm. Customer states insulin pump was exposed to a high magnetic field. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly. Unable to verify pump error 35 due to download difficulties (B)(4).